Manufacturer narrative:
The quality investigation is complete. Device not available for return.

Event description:
It was reported that during a procedure, the blade broke and had to be retrieved. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.